Event description:
Consumer complaint of high blood glucose results. Caller states hi results were received. Viewed meter memory, hi results stored for (B)(6) at 1:39pm, 1:32pm, and 1:31pm. Results from (B)(6) at 10:10am was 220 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer's number is corrected.